Event description:
It was reported that a patient experienced a thrombotic cerebral infarction two days after the successful completion of a FARAPULSE procedure. The thrombus was successfully removed, and no residual neurological deficits have been reported. A FARAWAVE catheter was selected for use in a FARAPULSE procedure to treat atrial fibrillation. The procedure was competed successfully on (b)(6) 2026 with no issues or patient complications reported. Activated Clotting Time (ACT) and perfusion during the procedure were normal. The procedure was performed on uninterrupted anticoagulant therapy. No irrigation issues were observed. No fibrin or coagulant was seen on the tip of the catheter. The patient was discharged from the hospital. On (b)(6) 2026, the patient developed abnormal symptoms and was transported to the hospital by ambulance. An MRI revealed a cerebral thrombus, and the patient was diagnosed with a cerebral infarction. Fortunately, the thrombus was successfully removed via a thrombectomy, and as of (b)(6) 2026, no residual neurological deficits had been reported. No adverse patient effects or health complications were noted upon patient discharge on (b)(6) 2026.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field. Patient information was not available at the Facility.